Manufacturer narrative:
Expiration date: updated, product available to stryker: corrected, reporting contact : corrected, reason for no evaluation: corrected, manufacturing date: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The actual stent was not returned for analysis as it was implanted; therefore, visual inspection as well as a functional evaluation could not be performed. Additional information indicated that the stent moved when the microcatheter was pulled, and it deployed at a location proximal to where it was supposed to be deployed. Based on the information currently available the reported event was caused by another device. An assignable cause of operational context will be assigned to the investigation. The stent was not returned for analysis as it was implanted.

Event description:
In a stent assisted coil embolization, the stent was delivered at the target aneurysm location in the vessel. It was reported that when the physician withdrew the microcatheter to unsheathe the stent, the stent was pulled proximal from the intended area of treatment. The physician finished the procedure by coiling the aneurysm without deploying further stents. There were no reported clinical consequences to the patient due to this event.

Event description:
In a stent assisted coil embolization, the stent was delivered at the target aneurysm location in the vessel. It was reported that when the physician withdrew the microcatheter to unsheathe the stent, the stent was pulled proximal from the intended area of treatment. The physician finished the procedure by coiling the aneurysm without deploying further stents. There were no reported clinical consequences to the patient due to this event.